Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. During the procedure, the vessel locator button would not stay depressed. The device was removed and hemostasis was achieved with manual compression. There was not patient injury reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report. This event has been identified as a malfunction. Abbot vascular has initiated a corrective action.